Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional/corrected information, which was unknown at the time of the initial medwatch. The following sections were updated: (b)6). Female, date of event - (B)(6) 2017, patient has average build, explant date - (B)(6) 2017, initial reporter - dr. (B)(6), (B)(6) hospital (B)(6). Health professional? - yes, occupation - physician, date received by MFR - oct 5, 2017. If follow-up, what type? - additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision procedure due to knee instability and polyethylene wear. The articular surface was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(6). Concomitant medical products: unknown femoral and unknown tibial tray. The complaint device remains implanted, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
A patient had underwent a knee arthroplasty on an unknown date and is being indicated for a revision for unknown reason. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.